Event description:
In 2008, this patient was implanted with two gore tag thoracic endoprostheses. Two aortic aneurysms were treated, one measured 5 cm and a thoraco-abdominal aortic aneurysm measured 7 cm. The outcome was reported to be good. The following month, the patient expired due to multi-system organ failure, including pulmonary failure, congestive heart failure, and hepatic insufficiency.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork for the devices verified the lots met all pre-release specifications. Patient expired due to multi-system organ failure. Other implanted device: gore tag thoracic endoprosthesis.